Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the past month or so the patient had issues with the implant charging and staying charged. Patient stated that they had trouble getting the implant to charge last time they tried it. They said they attempted to recharge, but then they had to charge the controller again before being able to recharge the implant. Patient mentioned that the implant used to hold a charge for about 2 weeks. Patient confirmed that they have not made any adjustments to the therapy. Pt wanted to follow up with their manufacturer representative (rep) at an upcoming appointment on (B)(6). Agent redirected pt to their managing healthcare provider (hcp). Agent sent an email to the field for visibility. Pt stated they could not get a hold of their rep today. Pt reported they were having an operation on their back on (B)(6). No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.